Event description:
Revised for polyethylene wear and loosening.

Manufacturer narrative:
Examination of the returned devices and patient x-rays by depuy international did not reveal any related product problems, manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation can draw no conclusions regarding the reported event. Although, investigation finds it may be that the patient weight was a contributory factor. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.